Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's old device was damaged and sent back to medtronic to be tested. The patient wanted to find out the results. Patient services checked, but there were no prior reports of returned device. The patient noticed, the device was "damaged" inside of their body a couple of months prior to replacement on (B)(6) 2021. No further device information was reported. The patient reported that they would check with the doctor regarding the returned device.